Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a delayed keypad response. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom delay in keypad response. Eval experienced an approx 3 second delay in keypad response, caused by a failed processor printed circuit board. All keys were found to function as designed. The failed processor printed circuit board was replaced.